Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: warnings and cautions: physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿

Event description:
The user facility reported a female patient of unknown age ethnicity in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient experienced an increase in pulse and arterial pressures, which prompted the physician to start weaning the patient off inotropic/vasopressor support. Neosynephrine drip was ordered at 0.4 micrograms/kilogram/minute. The circulating nurse unintentionally increased the neosynephrine to 20 micrograms/kg/minute. This resulted in a rapid increase in blood pressure with values as high as 300/160. During this time the physician removed the 14 french impella sheath and introduced the repositioning sheath into the arteriotomy. Once hypertension was identified the patient was treated with 30 milligrams of hydralazine intravenously. The patient¿s hemodynamics quickly began to trend downward. An angiogram of the superficial femoral artery (sfa) was performed which showed perforation of the sfa at the arteriotomy. The patient exhibited massive blood loss and required rapid transfusion of blood products as well as fluids to treat hypovolemia. The decision was ultimately made to remove the impella cp and stent the arteriotomy site to stop bleeding. The patient expired in the intensive care unit. The physician believes that the patient's vasculature was calcified and believes that will the extensive hypertension the patient was exhibiting as well as introduction of the repositioning sheath into the arteriotomy that the vascular state became compromised.

Manufacturer narrative:
The investigation into the vascular damage - peripheral vessel issue has been completed. The device was not returned for investigation. Based on the provided clinical details, the root cause of the vascular damage - peripheral vessels is most likely due to the patient¿s condition. As noted in the impella instructions for use: impella cp with smart assist for use during cardiogenic shock and high risk percutaneous coronary intervention. Section: warnings & cautions: cautions. ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: warnings & cautions: warnings section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ f.6 and f.8 dates were reported on manufacturer device report number 1220648-2024-11770 and should not have been. H.6 code 4114 was reported incorrectly on manufacturer device report number 1220648-2024-11770. New code has been added to type of investigation codes. H.10 additional manufacturer narrative instructions for use were revised from manufacturer device report number 1220648-2024-11770 in accordance with updated procedures. Additional manufacturer narrative on the previously submitted report stated that the device was not returned but the device was discarded. Type of investigation codes has been updated to reflect discarded.